Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during review of a journal article, title: laparoscopic repair of giant diaphragmatic hernias: evolving technical aspects and outcomes author(s): elon glassberg md, david neufeld md, ivan shwartz md, ilana haas md, pavel shmulewsky md, avi benov md and haim paran md facs. Citation: imaj 2013; 15: 226¿230. This retrospective study aimed to review the author¿s experience with laparoscopic repair of giant diaphragmatic hernias (gdh), emphasizing preoperative investigation, technical aspects, and outcome. During the 8 year period from jan2004 to dec2010, 50 patients (n=19 male and n=31 female; mean age of 74.3 years [raged 33-91 year]) with preoperative diagnosis of giant diaphragmatic hernia underwent laparoscopic repair. In the procedure, complete dissection of the hernia sac from the mediastinum was performed using harmonic scalpel. The crural repair was done using 2-0 ethibond excel. In cases where the diaphragmatic crura appeared weak, at the discretion of the surgeon a prosthetic patch was added over the crural repair after suturing. In early cases, 6 patients developed postoperative reflux, and after the early cases 2 patients complained of mild reflux symptoms which resolved with proton pump inhibitors. Further postoperative complications included mild abdominal discomfort due to transient bloating (n=6), mild dysphagia (n=3), and recurrent herniation (n=3) which were all reoperated and repaired. A patient was readmitted a week later after the procedure due to mediastinal abscess (n=1) which was treated with drainage and resection of necrotic omentum. This patient recovered and the stomach remained in the abdominal cavity, but had regurgitation. An (B)(6) patient developed severe dysphagia postoperatively and was reoperated and the wrap was undone, but continued to have dysphagia. This patient subsequently had prolonged gastroparesis and gastroscopy. Ten days later, gastrostomy and feeding jejunostomy were performed. Three months later, the patient was able to resume an oral diet with normal emptying of the stomach, but continued to have reflux and regurgitation and required treatment with a proton pump inhibitor. Three patients had symptomatic recurrence 4 to 8 months after the operation and were all reoperated. One of them were converted to open surgery due to perforation of the esophagus during the dissection. Another 4 patients had partial herniation of the fundus of the stomach into the mediastinum which were asymptomatic and were not treated. The heartburn and regurgitation were probably due to the disruption of the lower esophageal sphincter mechanism during dissection. The importance of careful and complete dissection of the sac to attain the necessary esophageal length and to minimize recurrent herniation cannot be overemphasized. In the current study, there was no correlation between the type of crural repair (with sutures, prosthetic patch, or both) and recurrence rate.